Event description:
It was reported that this pacemaker exhibited undersensing of ventricular signals. Right ventricular intrinsic amplitude was noted to be out of range as well as variable right ventricular (rv) lead thresholds. Further review was recommended by technical services (ts). No adverse patient were reported. This device system remains in service.